Manufacturer narrative:
Date of report: 27nov2018. Date rec'd by MFR: 27nov2018. The customer replaced the defective touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was back in service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. (B)(4). No serial number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported screen is frozen which caused unit not to turn off. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.